Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
It was reported that during a pci procedure, the maverick2 monorail ptca catheter balloon ruptured at 9 atms. The number of inflations and to what atms is unk. The lesion being treated was a calcified, 99% stenotic lesion in a highly tortuous mid left anterior descending (lad) coronary artery. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as 'good'.